Event description:
I had the orbera gastric balloon placed on (B)(6) 2016 at dr. (B)(6)'s office in (B)(6). It was supposed to stay in for 6 months but I vomited every single day the balloon was in place. I had to go into the (B)(6) office on (B)(6) 2016 for IV fluids. After having the (B)(6) balloon in place for only 4 weeks, I was hospitalized from vomiting so much that I was dehydrated, my potassium level was critically low, and my kidneys were shutting down (functioning at only 30 percent). I saw dr. (B)(6) in (B)(6) 2016 and he was aware that I could not keep anything down including water. On (B)(6) 2015 I was admitted to the ER and placed in ICU, and stayed in the hospital 5 days. They could not give me any medication to stop the vomiting. None of the physicians there would touch the balloon. I was stuck there vomiting non-stop with no one that could help by removing the balloon. On (B)(6) 2016 once my levels were up, I had to leave the hospital and drive to (B)(6)'s office to have the balloon removed. I amazingly stopped vomiting as soon as the balloon was removed. I requested to see the balloon when it was removed and was told it would be sent off to be analyzed. It is now (B)(6) and I am still overweight, out (B)(4), watching hospital bills pour in, suffered lost wages, and still have not received my medical records. I was told by the marketing director that the balloon was not sent off to be analyzed. This was not the experience I signed up for and has become a true nightmare. I was never told this could happen. I was actually told that I was the first person to have the balloon removed early. Now the (B)(6) page is advertising that this product can be done free and that patients will actually get paid to do it as part of a study.